Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
In the preceding week, a zilver stent (zilbs-635-10-6/ c1387820, the same rpn & lot#) had been placed in the common bile duct. On (B)(6) 2017, the physician planned to place additional stents with partial-stent-in-stent technique in the porta hepatis region distally beyond the previously placed stent. The complaint device was selected for the procedure and advanced into the patient through an endoscope. However, the delivery system stopped advancing in the common bile duct even before reaching to the previously placed zilver stent. The device was removed through the endoscope, then it was noted that the stent was partially deployed although the safety lock was still in place. The procedure was abandoned with no further treatment. There have been no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). Exemption number: e2016031 (B)(4). The device was returned to cook (B)(4) on 31-jan-2018. The evaluation and investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
Follow up report submitted due to device return 31-jan-2018. The evaluation is in progress. In the preceding week, a zilver stent (zilbs-635-10-6/ c1387820, the same rpn & lot#) had been placed in the common bile duct. On (B)(6) 2017, the physician planned to place additional stents with partial-stent-in-stent technique in the porta hepatis region distally beyond the previously placed stent. The complaint device was selected for the procedure and advanced into the patient through an endoscope. However, the delivery system stopped advancing in the common bile duct even before reaching to the previously placed zilver stent. The device was removed through the endoscope, then it was noted that the stent was partially deployed although the safety lock was still in place. The procedure was abandoned with no further treatment. There have been no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Problem statement: "in the preceding week, a zilver stent (zilbs-635-10-6/ c1387820, the same rpn & lot#) had been placed in the common bile duct. On (B)(6) 2017, the physician planned to place additional stents with partial-stent-in-stent technique in the porta hepatis region distally beyond the previsouly placed stent. The complaint device was selected for the procedure and advanced into the patient through an endoscope. However, the delivery system stopped advancing in the common bile duct even before reaching to the previously placed zilver stent. The device was removed through the endoscope, then it was noted that the stent was partially deployed although the safety lock was still in place. The procedure was abandoned with no further treatment. There have been no adverse effects to the patient reported." Device evaluation: the zilbs-635-10-6 device of lot number c1387820 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that the complaint device was advanced over an olympus visiglide 2 wire guide of 0.025¿ diameter. The device was advanced through a an olympus jf-260v endoscope. A sphincterotomy was conducted prior to this occurrence, but pre-dilation was not. The target location was the porta hepatis region. The physician did not encounter resistance when advancing the wire guide through the obstructed area, but the stent delivery system did encounter resistance. The complaint device was not advanced through the side of a previously placed stent. The previously placed stent was in the patient for seven days prior to this occurrence. No portion of the complaint device detached in the patient, and the procedure was abandoned with no further treatment. The customer stated that the patient's anatomy was severely tortuous, but not calcified. The device related to this occurrence underwent a laboratory evaluation on the 1st february 2018. Refer to attachments f1426a and f1426b for lab attendance and notes. On evaluation of the returned device, it was noted that the device was returned without the red safety tab. ¿fishmouth¿ damage was observed on the distal white tip. The device was flushed from the hub without issues, but could not flush through the stent nesting area (side port). A 0.035¿ diameter wire guide was passed through the device without resistance. No tactile damage was found on the flexor, but slight damage was observed where the flexor would have met the endoscope elevator. The device was returned with 57mm of the stent still loaded in the flexor, and 3mm exiting the distal end of the flexor. There was a 5.5mm gap between the pusher band and the proximal end of the stent. The pusher band was in the correct location. The flexor was measured as 200.5cm in length, which was within specification of 200cm +2/-1cm. The stent was released in the lab, and measured to be 60mm in length. There was no evidence that the device was manufactured incorrectly. The customer was contacted to ask why the red safety tab was not returned with the device. The representative stated that the safety tab likely detached as the device was handled during shipping, but could not confirm exactly when this occurred. Complaint is confirmed as the failure was verified in the laboratory. The stent was seen exiting the device flexor. Possible causes for this occurrence could include the severely tortuous patient anatomy, or insufficient strength of the flexor. From customer testimony, the complaint device encountered resistance during advancement, and the patient had a severely tortuous anatomy. The patient anatomy could have compressed the flexor during advancement. These factors could have caused or contributed to the partial stent deployment. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the product packaging insert. It may be noted that a project has been initiated to improve the strength of the flexor and prevent premature stent deployment. Document review: a review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number. Summary: complaint is confirmed as the failure was verified in the laboratory. The stent was seen exiting the device flexor. The risk was determined to be low (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was abandoned. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Follow up report submitted to update in investigation results. In the preceding week, a zilver stent (zilbs-635-10-6/ c1387820, the same rpn & lot#) had been placed in the common bile duct. On (B)(6) 2017, the physician planned to place additional stents with partial-stent-in-stent technique in the porta hepatis region distally beyond the previsouly placed stent. The complaint device was selected for the procedure and advanced into the patient through an endoscope. However, the delivery system stopped advancing in the common bile duct even before reaching to the previously placed zilver stent. The device was removed through the endoscope, then it was noted that the stent was partially deployed although the safety lock was still in place. The procedure was abandoned with no further treatment. There have been no adverse effects to the patient reported.